Event description:
It was reported that the patient underwent a revision procedure due to the device no longer working two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp right cylinder and pump was explanted and a new cylinder and pump was implanted. During the revision procedure the physician observed a right cylinder connection tube crack. The patient was stable following the procedure.